Manufacturer narrative:
The insulin pump was received with partial black display and critical pump error (open book image) due to corrosion on all electronic assemblies. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Analysis was unable to download due to partial display. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label, corrosion in battery tube, severe corrosion on motor home switch and severe corrosion on force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly and moisture damage on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was exposed to moisture. The customer stated that the display blinked and the screen was blank. The product was returned for analysis.